Manufacturer narrative:
(B)(4).

Event description:
Procedure type: diagnostic laparoscopy. According to the reporter: the blade of the port has gone through the gastric artery, however, it must have prevented bleeding as the bleeding wasn't apparent until the port was removed and pt back in recovery. The pt had lots of blood loss and blood pressure plummeted - condition of pt became serious and was rushed back into theatre and gastric artery sutured. Pt's status now fine.